Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cable of the scanner was defective. The field service engineer identified the recurring problem with the barcode scanner and replaced the scanner cable to resolve it. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the barcode medication scanner emitted a chime sound and required multiple scans to successfully recognize the barcode. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.